Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be flattened. It could not be determined when this damage occurred. The observed damage to the soft cannula did not inhibit fluid from flowing through the fluid path as intended. Data obtained from the device generated an 0x5f alarm indicating an open ground at the hook switch. No damages or defects were observed that would contribute to the 0x5f alarm. The exact cause of the generated alarm could not be determined. No other damages or defects were observed that would prevent the device from functioning as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours on unknown location. For treatment, the patient changed out the pod for a new pod.